Event description:
The MFR's rep reported that the pt had pump replacement within past 2 weeks and experienced withdrawal post replacement. The rep reported that at revision, there was a lot of csf or drug in the pocket and the hcp suspects that the pump connector was not fitting appropriately. They are sending catheter back for analysis. The reporter believes that the patient is doing well. A follow-up report will be sent if add'l info becomes available to us.